Event description:
It was reported the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) implantable cardiac resynchronization therapy defibrillator - (B)(6) 2012; (B)(4) implantable pacing lead - (B)(6) 2011.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.